Event description:
Healthcare professional reported a chronic non-specific granulomatous inflammatory process of the ¿foreign body¿ type.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and granuloma was requested on september 16, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Event description:
Healthcare professional reported, left side rupture. Device was explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted.